Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, it was discarded by the customer.

Event description:
According to the reporter: during a laparoscopic partial nephrectomy procedure, the air was attempted to be injected into the balloon with the syringe. However, the balloon did not inflate. A new one was opened to correct the problem. The event occurred in use for the patient. The status of the patient is no problem.